Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the 2008t hemodialysis (hd) machine powered down during rinse mode. A patient was not connected to the machine at the time of the incident. When the biomed was servicing the machine, a burning smell was noticed and the biomed reported that the back of the card cage was hot to the touch and there were burn marks observed on the 24 volt cable, the motherboard, and the power logic board. No smoke, flame, or sparks were observed. The biomed reported that the components were original to the machine, which was installed at the facility last year. The biomed stated that the machine is current on the required preventative maintenance services. The machine was evaluated on-site at the user facility by a fresenius regional equipment specialist (res). The res observed evidence of burn damage on the motherboard, the power logic board, and the 24 volt main power cable. The biomed informed the res that the power supply was hot to the touch. The res replaced the motherboard, the power logic board, the 24 volt main power cable, and the power supply and calibrated the voltage detection. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. The motherboard, power logic board, main power cable, and power supply are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer under failure analysis for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res observed evidence of burn damage on the motherboard, the power logic board, and the 24 volt main power cable. The power supply was reported as extremely hot to the touch. The res replaced the motherboard, the power logic board, the 24 volt main power cable, and the power supply. After the repair, machine functional checks were performed and all tests found the unit to be functioning within specification. The unit was reportedly placed into service at the user facility without any further issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The res confirmed that burn damage was present on the motherboard, the power logic board, and the 24 volt main power cable. Therefore, the complaint has been deemed confirmed.